Manufacturer narrative:
Device received for this event is being corrected from unknown ankylos abutment catalog #unk ankylos abutment to competitor unknown product implants catalog # competitor unknown product implants. This is a follow up report for this corrected information.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while using the ankylos implant system. This report is for the dental abutment device. The dental implant device report was submitted under MFR report # xxxxxxx. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced an abutment fracture and the implant was removed.